Event description:
It was reported that the atrial lead exhibited high capture threshold of 2.75 v at 0.5 ms due to dislodgement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.